Event description:
It was reported that this pacemaker had recorded an inappropriate atrial tachy response (atr) episode due to far-field oversensing. No inhibition was noted. Lead measurements were within normal range. This pacemaker and lead remain in service. No adverse patient effects were reported.